Event description:
A medtronic representative reported that the o-arm door shut while the site was attempting to remove the o-arm from the surgical field. The o-arm was moved to the foot of the bed because the door was inoperable. The patient was transferred to another gurney and the o-arm was removed by splitting the operating room table. The case was completed without the use of the o-arm. There was no impact to the patient.

Manufacturer narrative:
Not all of the components have been received by the manufacturer for evaluation. A medtronic representative installed a new upgraded winch and cable assembly kit, both door block sensors, and a lower gantry carbon fiber cover to resolve the issue.